Event description:
It was reported by the customer that a pyxis medstation system had a cubie not detected on bus. The customer stated that there was failed cubie from auxiliary drawer 5.1 pkt d0 not detected on the bus causing a delay in dispensing medications to the patient. The customer tried to recover and restart the device but the issue still stayed back. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a ghost pocket failed. The field service engineer reseated the row board cables at the back of drawer and cubie trays. The fse replace pockets on the row, retractor band and rebooted station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.